Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date: estimated date of event. Evaluation summary: a visual inspection was performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a 3.50 x 33 mm xience xpedition rx stent delivery system (sds), the sds was removed from the dispenser coil loop and it was noted that the hub broke off the shaft. The device was not used and there was no patient involvement. There was no clinically significant delay in procedure. No additional information was provided.